Event description:
Customer reported high blood glucose readings and a reservoir leak. Customer stated that the insulin is visible in the battery and reservoir compartment as well as under the screen of the insulin pump. Customer also stated that the leak is past the second o-ring. Customer then mentioned a motor error. Customer's current blood glucose reading is 250 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.